Manufacturer narrative:
Follow up # 1/supplemental report text-02/04/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was prompting the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began approximately two months prior to contacting lfs. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. According to the csr's documentation, the patient denied taking any action in response to the alleged power issue and consequently, at an unknown time later, the patient claimed she felt sick. Two weeks after the alleged issue occurred, the patient claimed she went to the emergency room (ER) and was administered IV fluids by a health care professional (hcp); the patient indicated her blood glucose was tested with the ER/hospital meter, however, the patient does not recall the result. During troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced per the owner's booklet recommendation. The patient denied trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.